Event description:
Us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connection faults) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to a defective u700 and u713 op amp on the distribution node pca. The root cause for the defective op amp could not be positively identified. No adverse event resulted from the damaged belt.